Manufacturer narrative:
The customer-reported issue of a beat rate fluctuation was able to be reproduced during the extended observation run testing when the driver's beat rate increased by 5 bpm; however, this is within the beat rate tolerance window. The driver passed all sections of functional testing and performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a beat rate drift, the freedom driver continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a beat rate drift while supporting a patient. The customer also reported that the patient was switched to the backup freedom driver. There was no reported adverse patient impact.